Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the probe breakage is operator¿s technique. The device instruction manual contains several warning statements to prevent mechanical and thermal damage to the probe: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
One of 2. Olympus was informed that during a laparoscopic hysterectomy procedure, the device generated a probe damage error while performing seal and cut. After the clinician removed the device from the patient for inspection, the probe tip broke off. There was no reported patient injury. The procedure was completed with another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results, update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for broken probe and probe damage error. The probe was found broken off and missing. The device failed the probe check test with error code u509. The teflon pad was also found deformed at the distal tip and splitting off on the side, but not exposing metal underneath the pad.